Manufacturer narrative:
Eval summary: examination of this ventilator found the air inlet filter was very dirty on both sides of the filter. In addition, metallic debris was found on the filter and at the o-ring from the mixer used with the ventilator. The source for this metallic debris is due to hospital using an old oxygen tank that contained metallic debris with this ventilator. The labeling for this ventilator on the filter cover housing, the user manual, and the svc manual all have instructions directing the user to not re-use or reverse the filter as well as to inspect the filter weekly and replace with a new filter when dirty. The MFR: flight medical ltd, has been notified of this event.